Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient was admitted as the physician was concerned over right ventricular (rv) and left ventricular (lv) lead fractures. Pacing impedance measurements for the cardiac resynchronization therapy defibrillator (crt-d) and both the rv and lv leads were greater than 2000 ohms. The rv threshold measured high at 4 volts so the output was increased to 7.5 volts. The lv lead threshold measurement was also elevated. This was addressed by reprogramming the configuration to lv ring to can. After reprogramming the lv lead impedance measured at 289 ohms and the threshold measurement was less than 1 volt. The patient was admitted for an elective venogram. The only symptom the patient reported was nausea before rv output was increased. A revision procedure was performed where the other manufacturer¿s rv lead was tested on a pacing system analyzer (psa) and yielded the same high out of range impedance measurements. Thus the rv lead was surgically abandoned. The other manufacturer¿s lv lead was also tested on the pacing system analyzer (psa) with the reprogrammed configuration and yielded no out of range pacing impedance measurements, thus it remained in service. The crt-d was electively explanted and replaced during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.